Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing with atrial fibrillation (af). Technical services consultant discussed to consider reprogramming if patient will stay in atrial fibrillation (af). As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information received which indicated that physician have discovered noise on the right atrial (ra) lead and they will continue to monitor it. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).